Manufacturer narrative:
The reported failure of the act exh proport valve opened is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 ventilator was returned to a third-party service center for routine preventive maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. During evaluation, the trilogy 100 device failed the active exhalation proportional valve opened test. The service technician documented that the control module required replacement. The device's active exhalation control module was replaced to address the issue. Additionally, some components required replacement due to physical damage and/or missing parts. The device was serviced, inspected, and tested, and it met acceptance criteria in accordance with all applicable customer requirements.